Event description:
Two rna's were transferring a resident from wheelchair to a bed. One was in the rear of the lift operating the lift and the other was in the front with the pt. Reported that the sling was applied correctly to the pt and the lift. Pt fell out of the right side of sling and turned a flip and landed on her left side of the floor.

Manufacturer narrative:
Our distributor arrived at facility on (B)(4) 2013 to investigate this incident. The right shoulder straps on this sling ripped and then the left shoulder strap ripped after the right strap. The handle on the back of the sling also gave way during this process. During the investigation, our distributor noted that this sling was worn out and should have been replaced and not used for a transfer of a pt. The facility has stated that their sling inspection program needs to be upgraded and to replace slings on a more timely basis. During this visit all slings were checked and facility has stated they need to purchase new slings to replace some of the older slings they have in use. Our report and pictures are included in this report.